Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2006419. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-09. Medical device lot #: 2006425. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-09. Medical device lot #: 2005416. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-05-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 plunger was difficult to move. This occurred on 11 occasions. The following information was provided by the initial reporter: rcc received an excel file including numerous incidents regarding bd flu+ syringes - the defect code - needle blunt - this record has been opened with regard to one of them. The needles appear much blunter, and are causing patients to bleed significantly more. The plunger is also sticking so doesn¿t go down the shaft smoothly.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 plunger was difficult to move. This occurred on 11 occasions. The following information was provided by the initial reporter: rcc received an excel file including numerous incidents regarding bd flu+ syringes - the defect code - needle blunt - this record has been opened with regard to one of them. The needles appear much blunter, and are causing patients to bleed significantly more. The plunger is also sticking so doesn¿t go down the shaft smoothly.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot numbers 2006419, 2006425, and 2005416. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Ten retained samples for each lot number provided were obtained from the manufacturing facility for further evaluation. The retained samples were examined and the syringes performed correctly with no sliding force issues detected. Based on the limited investigation results, an exact cause could not be determined for this incident. H3 other text : see h10.